Manufacturer narrative:
No medwatch form was received.

Event description:
During interrogation the pulse generator exhibited loss of ventricular capture at high outputs in both configurations. Isometrics and pocket manipulation did not reveal any noise or inhibition. The pulse generator was subsequently re- placed. The patient would be monitored clinically.